Event description:
The clinician reports that the day the implant was placed in ada 28, failure occurred upon insertion. Ridge augmentation and immediate extraction site. Patient presented with fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.